Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: investigator confirmed issue in history but was not able to reproduce during investigation.

Event description:
There was no reported patient impact associated with this complaint. However, the reporter claimed that the animas insulin pump self rebooted on three occasions, which resulted in loss of prime and no insulin was delivered at the time of concern. Hence, this complaint is being reported due to an alleged system failure.